Manufacturer narrative:
Exemption # e2012017. Report late due to asr to individual reporting transition.

Event description:
Per complaint (B)(4), patient felt the implant was loose and during the post operative check the abutment hex sheared off from the implant abutment.